Event description:
It was reported that, immediately after the patient underwent a left knee arthroscopy, acl reconstruction, meniscus repair, and chondroplasty; the surgeon reviewed the x-rays taken in the recovery room and noted a foreign metallic body (0.5mm d x 2mm d) retained in the anterior-lateral aspect of the knee. During the acl reconstruction and meniscus repair, a 0.5 x 2.0 mm metal chip was broken from the upper inner jaw of the clamp of the "firstpass mini suture passer straight". In consequence, the patient underwent to a revision surgery on the same day and was reopened to retrieve the foreign body using tweezers. Although no back-up devices were needed. It is unknown if there was a delay in the surgical procedure and no additional complications were reported.

Manufacturer narrative:
The returned instrument, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned instrument shows no manufacturing abnormalities; the instrument was returned with an open bracket. The suture was also returned with the instrument, no manufacturing abnormalities visible. A piece of the suture capture was broken off and returned with the instrument as well. In addition, the shaft is bent heavily and the top jaw is bent to the side. During functional evaluation the top jaw could not be closed/opened as intended by squeezing the lever and the needle could not be deployed as intended, due to the fact that the shaft is bent heavily. Although, it was reported there were radiographs that showed a retained 0.5 x 2.0mm metal chip, the reported radiographs were not provided. However, thirteen photos of the reported retained fragment removed by tweezers during the reported same day revision was provided. Per communications, a backup device was not required, and it is unknown if there was a delay in the case. Therefore, impact to the patient was the revision, with no additional complications reported. The complaint was verified but the root cause could be traced to the user.